Manufacturer narrative:
Customer complained about a cracks on the screen. Customer complained that the battery lasts less than 7 days, there was an unresponsive keypad anomaly and insulin flow blocked alarmed during use. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The history download was successful using thus software. All buttons were tested individually for their functionality; no damage to keypad traces and connector on electrical board 1 was not unlocked during visual inspection. Device passed the keypad voltage test. No unexpected no delivery/occlusion alarms/insulin flow blocked alarms noted during testing or in the history download on event date of (B)(6) 2021. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification. No unexpected charge/battery lasts less than expected anomalies or battery alarms/alerts/anomalies noted during testing or in the history download on event date of (B)(6) 2021. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label and scratched case. No cracks on lcd display window however device was confirmed for a minor scratches on lcd window. The charge/battery lasts less than expected anomaly and battery alarms/alerts/anomalies were not confirmed during testing or in the history download. No unexpected no delivery alarms/occlusion alarms/insulin flow blocked alarms confirmed during testing or in the history download. No keypad unresponsive anomalies confirmed during testing and no anomalies noted during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were unresponsive. Customer stated that the insulin pump had insulin flow block alarm. Customer stated that the battery last less than 7 days only. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.